Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. Head bandaging protocol was followed. The recipient is presenting with pain. An x-ray confirmed magnet dislocation. Revision surgery is under consideration

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection and the photographic imaging inspection. System lock was achieved. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent magnet repositioning surgery, however the siliastic pocket was compromised. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly activated and is hearing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.